Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Judging from the manufacturing year of the subject device, the probable cause of the forceps cover glue peeling is related to aging or external force applied such as excessive rubbing during regular usage including reprocess. The instructions for use (IFU) states: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, deformation, excessive bending, protruding objects or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps cover glue peeling, the bending section glue is crack and multiple broken elements was noted. Furthermore, the "pink rubber" section of the probe was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera ii ultrasound gastrovideoscope has a compromised image. There was no patient involvement, no harm or user injury reported due to the event.